Event description:
The patient was implanted with 2 leads with the same lot number. A review of the patient's medical record was performed and identified the following issues. The patient is not receiving effective stimulation. There is no add'l info regarding this issue available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.